Event description:
It was reported that a pacer dependent patient experienced a syncopal episode and fainted and injured his head. The device exhibited loss of telemetry. The device was explanted and replaced.